Manufacturer narrative:
Device evaluated by MFR: the device was not returned for evaluation. The investigation conclusion is anticipated procedural complication as the event is due to a known physiological effect of the procedure noted within the directions for use, and/or device labeling. (B)(4).

Event description:
It was reported a device tilting occurred. On (B)(6) 2018 a left atrial appendage (laa) closure procedure was performed. A 24 mm watchman ® laa closure device was successfully implanted with no peri-device leak. At a follow up 50 days post implant, transesophageal echocardiogram (tee) revealed device tilting or an ¿axis angle change¿ and a peri-device leak greater than 3 mm was observed. There was no thrombus reported. The patient was treated medicinally. There were no patient complications reported, the patient was stable.